Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to attach the trigger cord to the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Qa will continue to monitor for complaint trends.

Event description:
In preparation for an endoscopic procedure, the physician selected a cook 6 shooter saeed multi-band ligator. While loading the ligator device onto the endoscope, the blue hook separated from the loading catheter. Another device was used to perform the procedure. This occurred during the loading process, the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. We could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution.